Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited intermittent high out-of-range pace impedance measurements greater than 2,000 ohms. It was noted that over the course of 18 follow-up visits, impedance measurements only returned three different values. Boston scientific technical services (ts) noted that while unexpected, there was no suspicion that the measurements were incorrect. No adverse patient effects were reported. This system remains in service.

Event description:
Additional information was received indicating the physician does not plan to intervene at this time. The patient will continue with routine follow-up. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
(B)(4). Additional information has been requested from the field. This report will be updated should further information be provided.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.